Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During repair of a lesion located in the right iliac artery, this balloon burst before it reached nominal pressure. The patient is a male. The characteristics of the vessel are unknown. The physician used a crossover technique to access the lesion with a guidewire. A stent was placed in the vessel and the physician advanced the balloon, with little resistance, past the stent and began to inflate the balloon. Before the balloon reached nominal pressure, it burst. There was no information as to how the procedure was completed. There was no reported injury to the patient. Please note that multiple attempts to acquire additional information have been attempted and have been unsuccessful.